Event description:
Reportable based on device analysis completed on 22may2026. It was reported that premature deployment occurred. The target lesion was located in the internal iliac artery. A 12mm x 40cm interlock .035 coil was selected for distal embolization of internal iliac aneurysms. However, during the procedure, it was noted that the coil was released prematurely in the catheter and it could not be advanced forward. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed arm coil detachment.

Manufacturer narrative:
(B)(6). Device analysis findings: upon receipt at our post market quality assurance laboratory, it was observed that the main coil was returned. Visual and microscopic inspections revealed the main coil was bent and stretched at the primary coil section. Additionally, the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported events of main coil unable to advance in catheter, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. This code was selected because during product analysis it was found the main coil was bent and stretched at the primary coil section. Additionally, the arm coil was detached. The pushing force of the user and this opposing force caused by friction are not parallel to each other, as it is related to excessive manipulation of the device and the technique used by the physician during the procedure. The main coil could be affected and consequently collapse forming the damage, this could possibly have affected the performance and integrity of the device. Additionally, boston scientific has assigned an investigation conclusion code of cause not established regarding the event of main coil premature deployment inside patient as the coil could not be functionally evaluated.